Event description:
The customer contacted physio-control to report that their device failed to power up properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined the system pcb assembly was the root cause of the reported issue. The system pcb assembly was scrapped in the field so further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's system flex cable and system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to power up properly. There was no patient use associated with the reported event.